Event description:
Thoratec confirmed pbu cable, (B)(4), causing battery fuel gauge flux and low-volt alarms due to shield/lead conductor breakdown in white and black power lead conductors. Fatigue attributed.